Manufacturer narrative:
The lot number of the above-referenced device was not available; therefore, no manufacturing or expiration date can be determined.

Event description:
Following a functional endoscopic sinus surgery, the patient was treated post-operative with a rapid rhino 750 epistaxis device. Upon removal of the expistaxis, the physician noted damage to the patient's left nasal alar in the form of "notching." According to the physician, the injury did not require any medical treatment or intervention. Simple observation to ensure proper healing was recommended by the physician. No further information is available.